Event description:
It was reported that during a prerectal reception procedure. The device leaked from one side of the rectal stump. Case was completed by additional suture. Leakage was found the next day. Re-operation and stoma were performed.